Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the site confirmed that no such patient with that ID was affected. They are "very sensitive about our imaging system and we remember everything about it." In general no patient's care was in jeopardy and no reporting of patient details is necessary.

Manufacturer narrative:
Correction: updated facility information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and verified customer complaint. Manually verified that the door was in homed position and was able to open door manually. Thru motion console on ias (imaging acquisition system) performed homed level command. Was able to rotate the gantry via ias command line. Verified gantry motion via pendant. Performed system checkout, device returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that site stated after they took an ap (anteroposterior), when they started moving the detector to lateral position, it froze up and they were unable to obtain lateral shot. They rebooted, and system was now stating gantry open even though it was closed. Pendant controls were not functioning. Patient was present. There was unknown surgical delay and no impact on patient outcome.